Event description:
It was reported that this right ventricular (rv) lead showed noise oversensing with pacing inhibition and asystole greater than 2 seconds. The observations were seen in stored episodes. All other measurements were normal. No isometrics were tested, as the patient was pacemaker dependent. This rv lead was abandoned surgically and successfully replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.